Event description:
An adult male underwent ventral hernia repair 5 years ago following a motor vehicle accident. At the time of surgery, the surgeon used a new, unopened hernia mesh product. The patient subsequently had bouts of abdominal pain and bowel obstructions requiring brief hospital admissions a year later and then again three years after surgery. His symptoms resolved with conservative medical therapies. This year, five years after the initial surgery, he underwent exploratory surgery for abdominal pain and an abdominal wall abscess was found and debrided. His surgeon recommended researching whether there had been a recall on the particular mesh implanted five years ago, and indeed there had been an FDA recall, and the recall was extended to include more lot numbers two years after the initial recall.====================== health professional's impression======================apparently caused intraabdominal adhesions leading to bowel obstructions, and may also have led to the abdominal wall abscess.